Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display is very blurry and unreadable. If he power cycles the device, it will occasionally look normal for a few seconds before it gets blurry again. The customer who reported the incident indicated they will consult hospital management if they would like to repair the device themselves or to send it in to nihon kohden for repairs. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) display is very blurry and unreadable. If he power cycles the device, it will occasionally look normal for a few seconds before it gets blurry again.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) display is very blurry and unreadable. If he power cycles the device, it will occasionally look normal for a few seconds before it gets blurry again. The customer who reported the incident indicated they will consult hospital management if they would like to repair the device themselves or to send it in to nihon kohden for repairs. The product involved in this event has not been returned to date to allow for an analysis to be performed. The unit was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.